Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state. The root cause of the incident can be attributed to death due to the multisystem organ failure and gastrointestinal bleed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient died on (B)(6) 2017 and the cause of death was due to multisystem organ failure (msof) and gastrointestinal (gi) bleed. No additional information available.